Event description:
User facility reported unsuccessful cavity integrity assessment (cia) tests while attempting a uterine ablation with two novasure disposable devices. The procedure was aborted and a uterine perforation was confirmed on hysteroscopy. A hysterectomy was performed the same day. Add'l info was received on 03/04/2008 from the physician's office. His nurse reported the hysterectomy was not treatment for the perforation. She reported no treatment was needed for the perforation and that the pt is doing fine on follow-up.

Manufacturer narrative:
Device history record review was conducted for the reported lot number and was determined to be valid. Currently unable to establish a relationship or impact to the reported observation due to no product available or serial number provided. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to eval the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.